Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a cesarean section procedure, after closing the uterus, when the needle was placed in the safety box, the nurse realized that they "have" used a broken needle since they saw that the tip of the needle remained to the needle holder.